Manufacturer narrative:
Photo analysis results: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare provider reported "another complaint and the patient underwent explantation." Healthcare professional later reported "rupture." Device has been explanted and replaced with a non-abbvie device. This relates to the left side.

Event description:
Healthcare provider reported "another complaint and the patient underwent explantation." Healthcare professional later reported "rupture." Device has been explanted and replaced with a non-abbvie device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.